Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was evaluated and a filament/generator duty calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. Further information determined that the system locked up. No pt serious injury or death was reported related to this event.